Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampon stuck in me - vagina [foreign body in reproductive tract]. Had 4 strings come off - tampon [device breakage]. Case description: consumer contacted via e-mail and stated that she had 4 tampon strings come off and 2 tampons stuck in her. No serious injury was reported.

Manufacturer narrative:
02-jul-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Tampon stuck in me - vagina [foreign body in reproductive tract]. Had 4 strings come off - tampon [device breakage]. Case description: consumer contacted via e-mail and stated that she had 4 tampon strings come off and 2 tampons stuck in her. No serious injury was reported.